Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant of the leadless implantable pulse generator (ipg), the patient presented to the emergency department with syncope. The ipg had high thresholds and intermittent loss of capture. The ipg was reprogrammed and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.